Event description:
It was reported that the wake button was unresponsive. Pump display turned on when button alarm was manually triggered.. There was no adverse impact to customer¿s blood glucose. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.